Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted the helix was extended and dried blood/body fluid was present in the helix housing and neck region. Detailed analysis revealed the lead failed a continuity test as the cathode was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during a routine follow-up, this patient's right atrial (ra) lead was found to be dislodged. Surgical intervention was performed and during the procedure, the helix was observed to not extend back out of the lead despite the physician using many turns. The ra lead was eventually explanted and replaced and is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.